Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. D9 has been updated to reflect product was returned for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the root cause of the low snr was an optical pressure measuring unit malfunction.

Event description:
The complainant reported that during preventive maintenance performed as part of service and repair activities, an automated impella controller (aic) failed the preventive maintenance check due to a signal-to-noise ratio (snr) measurement below specification. The snr value was reported to be less than 1500 during testing. As a result of the out-of-spec snr measurement, the optical bench was replaced. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.